Manufacturer narrative:
Correction: h6 - medical device problem code: from 3266 - high capture threshold to 2891 - capturing problem.

Manufacturer narrative:
Correction g3.

Event description:
It was reported that the right ventricular (rv) lead had high capture thresholds. The patient was asymptomatic. During the procedure, it was noted that the rv lead was damaged. The rv lead was explanted and replaced. The patient is in stable condition.